Manufacturer narrative:
Additional information: section h manufacturer narrative & imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section d unique identifier (UDI). Part analysis: the reported issue drawer 4.1 failed was confirmed during field service engineer (fse) testing and subsequently validated in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse replaced the retractor band, reseated the row board cable, and replaced the solenoid plunger. Dchu visual inspection p/n 353844 01: a detailed examination of the part received under a microscope was performed in which black marks were found, which indicates thermal damage on the retractor band wiring. P/n 119981 01: the part was received with excessive corrosion on the main body of the plunger. Dchu laboratory testing p/n 353844 01: no further test was required due to thermal damage found during visual inspection. P/n 119981 01: no further test was required due to corrosion found during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it was determined that the root cause of the drawer 4.1 failed complaint was attributed to the thermal damage found on the assy retractor dwr hh cubie and the corrosion found on the assy plunger w/square clip consistent with the medstation,es,main,6dr drawer failure as the reported by customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was determined that thermal damage found on the assy retractor dwr hh cubie and the corrosion found on the assy plunger w/square clip. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 failed. A field service engineer replaced the retractor band, reseated the row board cable, and replaced the solenoid plunger to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.